Event description:
It was reported that during the implant procedure, the physician checked the lead placement via fluoro imaging and noted that the lead had dislodged. The lead was attempted to be repositioned without success. The physician ejected to explant the lead and leave the patient programmed to dual chamber mode. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found normal lead characteristics.